Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced air embolism, occlusion of the retinal artery, and visual problems. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. Sometime after the catheter was advanced into the left atrium (la) a spline inversion occurred when the array was deployed. The catheter was pulled back into the sheath and rotated to try and fix the inversion. This did not resolve the inversion, so the catheter was removed from the patient to manually revert the spline. Upon reinsertion of the catheter the inversion occurred again though. The catheter was replaced and the procedure was completed. Post-procedure and prior to patient discharge an air embolism occurred which led to occlusion of the retinal artery in the patient. The patient also had visual problems. It is unknown if the patient was hospitalized or if any medical intervention was performed to treat the patient. The issue is ongoing.